Manufacturer narrative:
Pc (B)(4). Batch # u5dj8n component code = others (g07) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc55 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired with the reload was received with the knife not completely within doghouse and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. The event described could not be confirmed as the knob and the device performed without any difficulties noted. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open pancreatectomy, the firing knob did not move at the 1st firing. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.